Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. (B)(4). (B)(4). Pentax video duodenoscope model ed34-i10t is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating that 4 pentax ed34-i10t scopes have bacteria after washing in wassenburg washer disinfector machine in (B)(6). These endoscopes did not contribute to or cause a serious injury or death of a patient or user. This report is for scope #3. Mdrs are being filed for all 4 scopes. 9610877-2016-00121_ed34-i10t_a110331-scope#1, 9610877-2016-00122_ed34-i10t_a110336-scope#2, 9610877-2016-00123_ed34-i10t_a110333-scope#3, 9610877-2016-00124_ed34-i10t_a110341-scope#4.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
During pentax (B)(4) investigation, it was determined that the bacteria in the scope was a water bacteria that has no effect on human health; however, specific information about the type and amount of bacteria could not be obtained. The wassenburg endoscope washer was found to be a potential cause of the event. The duodenoscope passed reprocessing criteria after a second reprocessing and the manufacture of the wassenburg endoscope washer was contacted. A device history review was performed on (B)(6) 2016 confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information regarding this event has been received, pentax medical considers this medwatch report closed.